Manufacturer narrative:
A field service engineer (fse) was dispatched who found out pusher arm would not eject racks. Fse removed debris from pusher foot, adjusted s072. Instrument ejects racks without issue. Fse also found out cup transfer would not remove cup from d lane. Fse adjusted position at d lane. On (B)(6) 2016 instrument received error during the night shift. Readjusted s072. Ran rack rotation test. Customer continued to run patients. Instrument is operational. No further action required by fse. The probable cause of the event was sample rack not moved tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2301 (sample rack not moving) with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for ckmb, ctnl and pth patient sample. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.